Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's ventricular lead had dislodged. "Twiddler's syndrome" was suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.